Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-02251. It was reported that patient was unable to get an MRI due to high impedances on the leads. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead to address the issue.